Event description:
The monitor was found with the monitor housing burnt at the battery compartment area. There was soot and smoke damage to all vent openings. The battery door was off the monitor housing. The battery was found to have failed, which caused enough heat to damage the monitor and the monitor housing. The battery was identified as an 11.1v dc rechargeable smart battery pack manufactured by emerging power, inc., model no. Li201s. This battery is not an original equipment manufacturer (OEM) battery. No where in g.e.'s user manual or service manual and information is the source of acceptable replacement battery identified.